Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead revision was carried out two months before the reported issue. The ra lead was later reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing with signals falling into blanking periods. The ra lead remains in use. No patient complications have been reported as a result of this event.